Manufacturer narrative:
(B)(4). Prior to explant surgery, the recipient reportedly underwent first wound revision on (B)(6) 2014. The recipient underwent flap rotation on (B)(6) 2014. The recipient underwent another flap surgery on (B)(6) 2014. No other medical treatment has been reported. The recipient's implant site looked great at a post-operative visit on (B)(6) 2015. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced radiated tissue failure following skin flap reconstruction.

Event description:
The recipient reportedly experienced device extrusion. The recipient underwent a skin graft surgery due to a thin skin flap; however the treatment was not successful. The recipient's device was explanted.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.